Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported right ventricular defibrillation, superior vena cava (svc) and left ventricle (lv) impedances presented unstable and out of range values on both leads since change of the implantable cardioverter defibrillation. Followup with the clinic indicates the leads were replaced. No patient complications were reported.